Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device being a single use device. X-ray images were provided. An x-ray image was reviewed by sme dr. Vesna ele and could not be verified as displaying screw loosening. DHR review was completed for the subject lot number (1220356). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1220356) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred as the device did not have any damage or signs of use and the DHR indicated it was within specification. The reported event was non-verifiable. A definitive cause could not be identified; however, the probable cause may be associated to insufficient screw torque. The following sections have been updated: date of this report. Expiration date. UDI number: (B)(4). Date received by manufacturer. Checked "follow-up." Checked follow-up type. Manufacturer date. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a loosening screw (iunihg). The screw was removed. Tooth location 30.